Manufacturer narrative:
The device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report.

Event description:
It was a troubleshooting step which was explained to customer that buttons press may be delayed or failed to respond if pressing too rapidly on buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and keypad anomaly. Customer reported that the scroll bar was not moving with no input and left button arrow was unresponsive. And explained that buttons presses may be delayed or fail to respond if pressing too rapidly on buttons.customer's blood glucose value was 450 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with bolus. The device will be returned for analysis.